Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
While probe was being tested, frosting was noticeable throughout the shaft.